Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited peeling off ultrasound probe surface, and adhesive peeling off the distal end screw holes. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the investigation, the subject device was not returned for evaluation; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.